Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported all of the buttons on her infusion device is blocked. Patient stated the infusion device displayed an e8 (power interrupt) error message. Patient reported it is impossible to enter into the menu of the infusion device or to confirm the error. Patient stated the issue occurred more than 3 months ago. Patient reported she has been using the backup infusion device during this time and it has 25 days of life remaining. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.